Event description:
The tubing separated from the hub.

Manufacturer narrative:
The sample was received on 06/30/2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).